Event description:
Patient experienced hematuria and elevated lactate dehydrogenase (ldh) related to heartmate ii pump. Pt presented to ed and was scheduled for or for pump exchange. Upon explant of pump it was returned to manufacturer for evaluation. Manufacturer response: for heartmate ii lvad, heartmate ii (per site reporter), unknown.